Event description:
Customer reported the gas module iii failed, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced gas bench. Performed gas calibration. The unit was tested, calibrated and safety tested to factory specifications.